Event description:
Lap band port failure: dr was injecting into port site for additional band tightening and could not extract the fluid creating a blockage in the esophagus. Emergency surgery was required to remove the lap band port to allow the drainage of the fluid injected.